Manufacturer narrative:
The user died while reportedly using ilet therapy; however, the circumstances surrounding the event remain limited. Death is a serious outcome and, in the absence of a confirmed cause, the relationship between the event and device therapy cannot be determined. Information obtained from the user's mother indicated that the user was found deceased in bed and had reportedly been doing well the previous day. The reporting party was unable to confirm whether the user was wearing the ilet at the time of death. Engineering review could not be performed because no device data were available and no device was returned for evaluation. Based on available information, the cause of death is unknown and the relationship of the event to device performance could not be determined. The cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 08-may-2026 it was reported that on (B)(6) 2026 the user was found deceased at home. The cause of death was reported as unclear. No additional medical treatment was provided.